Event description:
It was reported that the flow test failed on the ida 5 fluke three times. The event happened during testing.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be confirmed. Investigation did find that the dso seal was lifting. This will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.